Event description:
Customer complaint - limited data available. Customer complained that the device injured and burned them .

Event description:
Customer complaint - limited data available . This product was recalled and I want a refund. It burned me and I was injured.